Manufacturer narrative:
Product event summary- the full lead was returned in segments, analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant, and stretching. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1qq, ICD, (B)(6) 2014; 5076-45, lead. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged within 48 hours of implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.